Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed. The cause was identified to be the air detector module. The air detector was replaced to resolve the issue.

Event description:
It was reported that the pump was alarming air in line, and no air was noticed in the device. There was unknown patient involvement, and no patient harm/adverse event reported.